Event description:
A cartridge alarm 20 was reported during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer independently replaced the cartridge and successfully resumed insulin delivery without additional assistance from technical support.